Manufacturer narrative:
H3: product analysis of product no:(B)(4), lot no:ca19b122 visual and optical inspection confirmed the tip of the tap has broken due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the tap broke off in the patient halfway up the threads. We were able to retrieve the broken piece out of the patient but attempted to tap slightly past what we drilled to. There was a delay of about 30 minutes in the overall procedure time, in order to get the broken tap tip out of the patient by the hcp. There were no patient symptoms reported. There were no further complications reported regarding the event.